Event description:
Report received from (B)(6) stating "difficult to enter with 1.8 incision. No pt impact."

Manufacturer narrative:
The product has been requested for eval; however, it has not yet been received.